Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health information about pt.

Event description:
The implant failed due to pt bone condition. Fixture was placed at #37 and removed after 3 months.